Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419488 lead implanted: (B)(6) 2011; 4470 competitor lead implanted: (B)(6) 2005. (B)(4). Evaluation summary: the device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was early battery depletion due to elevated lv (left ventricular) output, and the device was at rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event.